Manufacturer narrative:
A complaint sample was provided for evaluation. An evaluation of the complaint sample was performed. The case was manufactured in (B)(6) 2001. The nylon coating on the inside and the underside of the tray showed significant wear and damage with approximately 10% of the coating missing and more peeling and cracking. The coating is brittle and breaks off easily. The root cause of the condition of the coating is age and use. The coating is brittle to the point that it can easily break off and adhere to an instrument. The condition of the coating of the tray is not a condition that would have happened all at once in a catastrophic manner. This is something that would have occurred over time and use. This tray should have been taken out of service when the cracking, peeling, or flaking was first seen.

Manufacturer narrative:
(B)(4). The device has been returned to the supplier for evaluation. The evaluation has not yet been completed.

Event description:
Damaged product some of the coating from the bottom of a collins retractor pan began chipping and a piece got on one of the retractor blades and fell into the surgical site.  The pan is more than 15 years old.  The procedure was a lumbar disc.  Additional information obtained after speaking with the customer on (B)(6) 2012.  The incident occured on (B)(6) 2012, during a spinal decompression procedure.  The chipped piece was retrieved from the patient with no additional intervention required.  The procedure was completed successfully with no additional injury to the patient.